Event description:
It was reported that a patient presented remotely via merlin.net. The implantable cardiac monitor (icm) exhibited under sensing resulted in false episode which was due to movement while patient was asleep. The icm will continue to be monitored. The patient had no consequences.